Event description:
I can't exactly pin point what date, but I did experience chest pain and tightness. I felt like I was gonna pass out and could not breath, I have had a cough that will not go away for weeks, it feels as if I have something dry and gritty in my throat. My blood pressure has been higher than usual and I have had headaches more often. When I would use the machine, I would stop halfway through the night because I felt like I couldn't breath and something was in my throat. My nose has been constantly plugged up, making it more difficult to breath at times. I always feel like I have a sinus infection the next morning after using my CPAP. A few nights ago, I was doing my school work, when all of sudden I got really dizzy, light headed, I felt like someone was sitting on my chest, I had pain going down my left arm and my neck. My left side got very weak, and my chest was hurting bad. I took my nitro pill, and waited about an hour for the symptoms to go away, but I was very tired for the next few days, in fact my left arm is still pretty weak, it tires out easily. I have had a tia in the past, and I am almost certain that is what happened. I still have chest pain, shortness of breath, headache, dizziness and throat irritation with a cough right now. FDA safety report ID# (B)(4).